Event description:
Reportedly, the pacemaker could not be interrogated despite all leds on the telemetry head being green. Multiple unsuccessful attempts to interrogate the pacemaker were performed with two different programmers. Response of the pacemaker when applying a magnet was confirmed (pacing at 96 min-1). Recommendations have been provided: shortly schedule a follow-up to try to re-interrogate the pacemaker; if the pacemaker still cannot be interrogated, the physician should evaluate the benefit of device replacement, especially if the patient is pacemaker dependant. Reportedly, replacement of the pacemaker has been scheduled.

Manufacturer narrative:
The previous report was filled in an intermediate report instead of a closure report erroneously.

Event description:
Reportedly, the pacemaker could not be interrogated despite all leds on the telemetry head being green. Multiple unsuccessful attempts to interrogate the pacemaker were performed with two different programmers. Response of the pacemaker when applying a magnet was confirmed (pacing at 96 min-1). Recommendations have been provided: shortly schedule a follow-up to try to re-interrogate the pacemaker; if the pacemaker still cannot be interrogated, the physician should evaluate the benefit of device replacement, especially if the patient is pacemaker dependant. Reportedly, replacement of the pacemaker has been scheduled.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2015. It was returned for analysis. Based on the only available programmer files, the root cause of the reported behaviour could not be identified with certainty.

Event description:
Reportedly, the pacemaker could not be interrogated despite all leds on the telemetry head being green. Multiple unsuccessful attempts to interrogate the pacemaker were performed with two different programmers. Response of the pacemaker when applying a magnet was confirmed (pacing at 96 min-1). Recommendations have been provided: shortly schedule a follow-up to try to re-interrogate the pacemaker; if the pacemaker still cannot be interrogated, the physician should evaluate the benefit of device replacement, especially if the patient is pacemaker dependant. Reportedly, replacement of the pacemaker has been scheduled.

Event description:
Reportedly, the pacemaker could not be interrogated despite all leds on the telemetry head being green. Multiple unsuccessful attempts to interrogate the pacemaker were performed with two different programmers. Response of the pacemaker when applying a magnet was confirmed (pacing at 96 min-1). Recommendations have been provided: shortly schedule a follow-up to try to re-interrogate the pacemaker; if the pacemaker still cannot be interrogated, the physician should evaluate the benefit of device replacement, especially if the patient is pacemaker dependant. Reportedly, replacement of the pacemaker has been scheduled.